Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse performed visual inspection and identified the ippc memory 2 error. The defective ippc was returned for analysis and it was concluded that the ippc was failed due to the faulty dimm. Fse replaced the ippc and performed adjustments. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported that a remote alert was received which indicated an ippc memory 2 problem had occurred on the frontal. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer which returned the device to expected functionality.